Event description:
It was reported that the patient could not be ventilated adequately. The cause was found to be a tear in the ventilation tube. The tube was replaced immediately. No consequences for the patient were reported.

Manufacturer narrative:
The affected hose system of the type ¿ID breathing hose coaxial water trap 210¿ was available for examination. During the visual analysis, a crack in the flex hose was confirmed as the cause of the leak. Based on the lot number, the production record was inspected, in which no deviations were documented. The hoses are 100% tested for leaks after assembly. A crack in the flex hose would be detected in this context and the leakage test would not be passed. This means that it can be ruled out that the crack occurred during production. Therefore, the crack must have occurred during subsequent use. A leakage is detected and alarmed by the connected main unit during the self-test before patient use and during ongoing ventilation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable.

Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.

Event description:
It was reported that the patient could not be ventilated adequately. The cause was found to be a tear in the ventilation tube. The tube was replaced immediately. No consequences for the patient were reported.